Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk, also received intermittent button response due to corroded keypad traces. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk and unable to verify no delivery alarm due to a33 alarms. No motor error alarm noted and the motor passed motor test. The insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. No battery out limit alarm and no weak battery alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump act button became less responsive and that he could not get the insulin pump to stop rewinding on one occasion. The insulin pump passed the displacement test. He also received battery out limit and weak battery alarms. The insulin pump had alarmed for a compromised force sensor system during the manual prime. The drive support cap was protruded. He did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.